Event description:
On 08 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported. Customer care made multiple attempts to contact the user to provide further assistance, but no response was received.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements.no medical factors were involved, and education on lag and calibration was provided. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.